Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while training on the training simulator (tsim), the tsim image repeatedly froze during the exercise on both the surgeon console display (sc3d) and the surgeon interactive display (sid). Both the tsim and surgeon console had to be rebooted 5 times due to the repeated freezing. When trying to calibrate the surgeon console after the reboots, the calibration failed on the input arms at the third calibration stage. After the fifth reboot, everything worked correctly. There was no patient involvement.